Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for the treatment of bladder issues, urge incontinence and urinary/bowel dysfunction. It was reported that patient called to ask if the ins would become more comfortable in their back, as they can still feel it when they touch the area. They also mentioned that they cannot sleep on one side because it remains uncomfortable. They mentioned that a couple of weeks ago they had some leakage so they increased the stimulation but they had some pain and they decreased the stimulation after that, they were feeling ok now. The patient was advised to contact their healthcare provider (hcp) for further evaluation and assistance.